Manufacturer narrative:
(B)(4). One used set was received for evaluation by baxter product analysis laboratory (pal). A visual inspection was performed with no issues noted. Leak testing was performed with the following issues noted; no leakage with the clamp closed. A leak was noted through the tip protector with the clamp opened. By design, the tip protector is vented, therefore, the leak is acceptable. Clear passage test and clamp function tests were performed with no issues noted. Sample testing did not confirm the reported issue. The cause is undetermined.

Event description:
It was reported to baxter (B)(4) that there was leakage from the junction between the spike of the transfer set and the tip protector and it was found when the customer changed the transfer set. The twist clamp was closed when he/she found the leakage. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). A request for the return of the sample has been made. Should the sample be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.